Event description:
Fiber break. "The fibers did break while in the pt but stayed attached". No pt injury reported.

Manufacturer narrative:
Analysis of the broken fiber tips indicate that the fibers were possibly bent beyond the minimum bend radius while laser energy was applied. The successful testing of the fiber after reprocessing and the presence of a pilot beam with successful laser energy transmission indicates that this fiber was fully capable of function as intended. No fault found with the fibers as manufactured.